Event description:
Potential for injury associated with the rear wheel on a v20rlr veranda manual wheelchair with a broken spoke. This compromises the weight-bearing status of the chair and creates the potential for a falling injury.